Event description:
A report was received in 9/2002 that a dr had implanted a memorylens in the pt's left eye in 1999, which iol has now opacified. At exam in 2002, the pt's visual acuity was 20/400 os. The dr is planning on explanting and replacing the iol at some point in the future.